Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2019-01808. Reference MFR. Report: 1627487-2019-05671. It was reported the patient experienced a loss of therapy. To address the issue, the physician explanted the scs system.